Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 22 january 2024, a 34mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amplatzer amulet delivery sheath (lot:8708511). No anticoagulant prescribed due a high bleeding risk. Placement was difficult due to challenging anatomy. The patient had a transverse pectineus muscle that interfered during deployment and the posterior-inferior function was not ideal for the laa. The sheath was in the patient for approximately 50 minutes. After several minutes attempting to deploy the occluder, the device was observed to be deformed. The device was removed from the patient where the deformation was confirmed but blood clots were also observed. The delivery sheath had no return flow so it was removed from the patient. A separate huge clot was observed within the lumen of the delivery system. The thrombus had the consistency of jelly. At the time the thrombus was observed, the patient's activated clotting time (act) was 200 seconds. Additional heparin was given. A new transseptal puncture was performed and a replacement 31mm amplatzer amulet laa occluder (lot:8688934) was implanted successfully utilizing a replacement 14f amplatzer amulet delivery sheath (lot: 8871445). The patient remained hemodynamically stable throughout the procedure. There were no reported patient effects and the patient was reported to be stable. There was a delay with no patient effects.

Manufacturer narrative:
An event of positioning problem and difficulty flushing were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that the patient had a transverse pectineus muscle that interfered during deployment and the posterior-inferior function was not ideal for the laa. The field also indicated that the device was removed from the patient and the device was observed to be kinked and blood clots were also observed and that no anticoagulant prescribed due a high bleeding risk. Based on the information received the cause of the reported positioning problem could not conclusively be determined but could be as a result of difficult patient anatomy. The cause of the reported difficulty flushing could not be conclusively determined but may be as a result of thrombus formation which per the amplatzer amulet delivery sheath instructions for use, is possible adverse event that may occur during or after procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.